Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The tech had trouble confirming complete assembly (tightening) of the long guard/rotary attachment. It disassembled several times during the case. (B)(6) said he couldn¿t stabilize the long guard with his pointer finger since he was using one hand to operate the mics trigger and the other to retract the patella. After the case, I personally examined the non-sterile rotary and long guard, and believed that it was more difficult than I expected (based on past experience) to engage the two pins on this particular long guard with the slots in this particular rotary attachment. I also noticed that the black o-ring on the rotary attachment was stretched out and loose, and could easily slide off of its intended position, or get caught when trying to fully twist on the long guard. Pka 3.0 case.

Event description:
The tech had trouble confirming complete assembly (tightening) of the long guard/rotary attachment. It disassembled several times during the case. (B)(6) said he couldn¿t stabilize the long guard with his pointer finger since he was using one hand to operate the mics trigger and the other to retract the patella. After the case, I personally examined the non-sterile rotary and long guard, and believed that it was more difficult than I expected (based on past experience) to engage the two pins on this particular long guard with the slots in this particular rotary attachment. I also noticed that the black o-ring on the rotary attachment was stretched out and loose, and could easily slide off of its intended position, or get caught when trying to fully twist on the long guard. Pka 3.0 case.

Manufacturer narrative:
Follow-up #1 and final report submitted to update manufacturer name, city and state, MFR site, PMA/510k, if follow-up, what type and device evaluated by MFR based on the results of investigation. Reported event: it was reported that the rotary attachment was difficult to assemble. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: product history review was not performed as the lot no was not provided. Complaint history review: complaint history review was not performed as the lot no was not provided. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The tech had trouble confirming complete assembly (tightening) of the long guard/rotary attachment. It disassembled several times during the case. (B)(6) said he couldn¿t stabilize the long guard with his pointer finger since he was using one hand to operate the mics trigger and the other to retract the patella. After the case, I personally examined the non-sterile rotary and long guard, and believed that it was more difficult than I expected (based on past experience) to engage the two pins on this particular long guard with the slots in this particular rotary attachment. I also noticed that the black o-ring on the rotary attachment was stretched out and loose, and could easily slide off of its intended position, or get caught when trying to fully twist on the long guard. Pka 3.0 case.